Manufacturer narrative:
Date sent to the FDA: 12/02/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: an empty opened foil, a labeled winding former, a used needle and a three needle/sutures piece of product were received for evaluation. During the visual inspection of a used needle, the closure of the swage area was noted to be as expected, marks by use of a surgical instrument at the barrel hole and swage area was noted and due to this condition the suture was separated of needle. Three sutures piece were examined and damaged cause by surgical instrument was noted. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tapp procedure on (B)(6) 2020 and suture was used. During the procedure, 2 portions were sutured with the needle-suture for peritoneal repair. Then, when the suture was removed through the trocar by holding the suture with a needle holder, it was found that there was no needle. Immediately after that, the camera images were checked, then, it was found that the needle had fallen into the peritoneal cavity. The needle was removed immediately. There were no adverse patient consequences reported. No additional information was provided.